Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead (B)(6) 1994. (B)(4).

Event description:
It was reported that atrial lead had low impedance and the ventricular lead had an elevated threshold. Both leads remains in use. No patient complications have been reported as a result of this event.